Manufacturer narrative:
Updated initial reporter information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a medtronic representative reported that the issue had actually occurred when the surgeon tried to use the tool in the sacral bone, which was much harder than the other spinal bones.

Manufacturer narrative:
The instrument was returned for analysis. The tip of the returned probe was severely bent. The probe was not usable as is. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. ) no parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, tactile awl instrument was found damaged when prepping a pedicle. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.